Manufacturer narrative:
H4: the lot was manufactured between april 11, 2024 ¿ april 15, 2024. The device was received for evaluation with 115 ml of fluid in the bladder. A visual inspection was performed, and no evidence of fluid flowing out at the distal end of the flow restrictor was observed. A microscopic inspection on the flow restrictor was performed, and a series of micro-air bubbles blocking the fluid path inside the lumen of the capillary glass was observed. Air bubbles inside the lumen of the capillary glass can be attributed to improper filling technique during product use (filling step). The reported condition was verified. The cause was determined to be from user error. The product label (IFU, instructions for use) has instructions regarding the proper filling technique to avoid this type of occurrence. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor stopped delivery during patient infusion. Approximately half of the drug solution remained in the bladder. There was no report of patient injury or medical intervention associated with this event. No additional information is available.